Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and sparc and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence and pop. It was reported that following insertion the patient experienced infection, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2010, (B)(6) 2011 due to erosion. It was reported that the patient underwent excision of mesh & hysterectomy on (B)(6) 2012 and mesh resection on (B)(6) 2013 due to erosion. (B)(4) ¿ undefined recurrence.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.